Event description:
Novasure impedance controlled endometrial ablation disposable device kit was not registering the device as open on the machine. Tried to trouble shoot many different ways until it was decided to open another kit and with the new kit, it did work.